Event description:
It was reported that a patient underwent a uterine thermal ablation procedure in 2007. During the therapy cycle, a low pressure reading occurred. Upon inspection, the balloon was found to have a perforation. The procedure was successfully completed with another device with no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submmited in a supplemental 3500a form.